Manufacturer narrative:
Initial reporter phone no. : (B)(6). Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 17l, an external fluid leak was observed due to a crack in the dialysate port . There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available for evaluation, however pictures were provided. The photo two showed the area of the dialysate port. A defect that could have caused the reported leak was not clearly visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.